Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of incident is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor via webform. The sensor prematurely detached after two days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with unknown symptoms. Customer was given fruit juice, sugar or food from a non- health care professional family member, neighbor or friend.